Event description:
Customer stated that when they opened the package, the edge of the light handles are touching the edge of the packaging where the adhesive is. They believe this to be contamination of the product. Product was not in use. No injuries reported